Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of excessive no deliveries from the insulin pump. The customer's blood glucose reading was 316 mg/dl. The customer treated with manual injections. The customer had tried all troubleshooting and cannot solve the issue. The customer has tried different cannula lengths. The customer stated that the insulin was not expired or denatured. The customer stated that the tubing is not bent or kinked. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.